Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer's blood glucose was 486 mg/dl and the sensor glucose was 66 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in range. The customer declined troubleshooting and the customer treated their blood glucose based off their sensor glucose readings and not their blood glucose readings. The customer did not mention any form of treatment for their blood glucose levels. The customer did not return the product back for analysis.